Event description:
During a reduction and fixation procedure for a vertebral body fracture, an extravasation of bone cement was observed. The treating physician performed a decompression laminectomy. There were no neurological sequellae and the patient did well. No problems involving any kyphon product were reported to date.